Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient. Product ID: 3889-28, lot# va0d0d7, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient had a loss of therapeutic effect and her symptoms returned the prior week when she stopped taking medicine at night. The patient¿s doctor told her to quit taking the pill at night. Since the prior week the patient was going to the bathroom to urinate a lot. She had to get up and go ¿so many times¿ and couldn¿t sleep. The patient wanted assistance to turn stimulation up. While trying to connect the patient programmer to the implantable neurostimulator (ins), the patient commented that she thought the ¿darn thing moved around.¿ stimulation was on and set on program 3 at 2.5 volts. The patient didn¿t feel stimulation and didn¿t remember when she stopped feeling stimulation. Stimulation was increased to 2.9 volts and she felt it a little bit more. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.